Event description:
The facility returned the device for service, during service testing, the baxter repair technician reported that the device was inaccurate on channel a.

Manufacturer narrative:
The condition of inaccuracy was confirmed. Inspection of the device found that the pump was inaccurate due to a faulty pump head module. Per the customer's request, the pump was returned unrepaired. . Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA #mdq-CAPA-164 which was opened on july 28, 2005.